Event description:
It was reported that during implant, loss of atrial sensing was noted while the lead was connected to the atrial port of the device. When connected to the ventricular port, sensing was normal. The pulse generator was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.